Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to bradycardia symptoms. The pacemaker was interrogated, and the health care professional (hcp) called technical services (ts) for consult and requested review of the device stored data. Upon review, ts noted that the presenting electrogram (egm) showed the right ventricular (rv) lead exhibited loss of capture (loc) due to high pacing thresholds. The egm also showed the patient was in a true ventricular fibrillation (vf) arrhythmia. Ts helped hcp with troubleshooting options that led to stabilizing patient heart rate. Ts advised to consult cardiology for further analysis and programming changes. Subsequently, the device treating physician interrogated the device and made programming changes to accommodate the new thresholds. No additional adverse patient effects were reported. The rv lead remains in service.